Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-17419. It was reported that the patient presented in the emergency room with bradycardia. An x-ray was performed, and it was noted that the right atrial and right ventricular leads had dislodged due to twiddler¿s syndrome. The leads were revised, and the patient was stable.